Event description:
It was reported that the patient underwent a procedure on (B)(6) 2026 utilizing the reform modular pedicle screw system. It was noted on routine x-rays the next day that the tulip was disassembled from the screw. Revision surgery was performed on (B)(6) 2026 to remove and replace the tulip. The patient did not hear a popping or move abnormally; they were not aware it had come loose until they were notified by the doctor after seeing the x-ray.

Manufacturer narrative:
H6 component code - 4756 - appropriate component term/code not available. Product - modular tulip. H3 device evaluation - the tulip was returned in the "as explanted" state. The rod is rigidly clamped to the tulip with the saddle bottomed on the snap ring and the bottom of the ring just extending beyond the tulips bottom surface. No gross deformation exists. Minor damage to the ring and bottom of the tulip are present at one location around the bottom periphery. The rod has three other lock screw tightening marks to one end of the rod which is not consistent with a basic l4 to s1. It is assumed to be l3 to s1 based upon the number of attachments. It appears that a burr or some other device came into contact with a portion of the top and one end of the tulip. The lock screw was loosened. Debris from implantation was present. The ring was jostled to get the debris out. A bone screw was subsequently attached to the tulip. Torque was applied to the lock screw to fix the tulip - bone screw assembly to the rod. The screw remained affixed to the tulip. The lack of gross deformation of the underside of the tulip and ring along with the tulip assembly remaining affixed to the screw indicate the tulip was likely not properly seated on the bone screw in-situ. Soft tissue or bone may have inhibited proper attachment. The complaint condition was not replicated. Review of device history records found 500 pieces of lot 38835ps released for distribution on 12/10/2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. .